Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a nephrectomy, the knife blade would not cut sealed tissue. The surgeon pulled on tissue with the jaws causing oozing. Another device was used to complete the procedure without incident. There was no tissue damage and no patient injury.